Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The switch number four did not click. Scratches were found throughout the device. The adhesive of the bending section cover was cracked. The air and water nozzles were clogged and the draining function is reduced. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The up/down (u/d) angle fixing lever rotates together. Discoloration of the glued part of the objective lens was noted. Discoloration of the lighting lens adhesion part due to handling was noted. Paint on the suction cylinder was peeling off. Follow up performed requesting event date and event details. Response received indicating that the requested information is unknown. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the switch number four (4) of the evis lucera elite colonovideoscope was not working. The device was returned and an inspection revealed foreign material clogged in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign matter was not identified. The specific root cause of the foreign matter being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.